Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported that they have stopped treatment for their lower aligners. About six months ago, they chipped two back teeth and were advised by a dentist to avoid wearing aligners or retainers while healing. The patient has informed byte support multiple times that they do not wish to continue with bottom treatment. They currently have step 12 aligners but find them uncomfortable and have been using step 11 for a while. The patient noted that none of the bottom aligners fit now and that they cause pain. The clinical team provided tips for discomfort with the u12 aligners and reviewed the patient's files, finding no evidence of a letter of recommendation, preexisting conditions, or additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.